Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following a surgical procedure in which the system was not placed into surgery mode as recommended, the ipg became inoperable. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Correction: previous reporting incorrectly stated that the ipg was explanted and that the issue was resolved. The ipg has not been explanted. The issue has not been reported to have resolved.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Event description:
Additional information was received that surgery occurred to explant and replace the ipg, which resolved the issue.

Event description:
Additional information was received that surgery occurred to explant and replace the ipg, which resolved the issue. The exact explant date is not known.